Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no related alarms in the history; only typical usage was observed. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, he experienced low blood glucose (g) of 60mg/dl with blurred vision, sweating, and shaking. The patient reportedly drank three sodas and went to the ER, and his bg upon arrival at the ER was 240mg/dl with no symptoms. There was no mention of treatment provided at the ER and the patient was reportedly released on the pump. The patient stated his bg at the time of the call to animas was 117mg/dl with no symptoms. The patient reportedly has been having erratic bgs for the past few months. The patient noted that he frequently makes adjustments to the advanced settings in the pump, and also stated his endocrinologist had made changes to basal rates and advanced features. The patient stated that the pump settings are set correctly and the pump is delivering as expected. The patient denied any recent illness or changes in activity, and noted he has cystic fibrosis related to his diabetes. Troubleshooting indicated the pump was functioning appropriately. The patient was advised to continue to monitor his bg and work with his hcp regarding erratic bgs. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy and it is unknown at this time if pump settings adjustments resolved the reported bg issues or not.